Event description:
It was reported during in clinic follow up that the patient presented to the emergency room with bradycardia. It was seen that the right ventricular lead displayed high impedance and high capture. Fracture was suspected due to electrical anomalies. The product was explanted and successfully replaced. There were no patient consequences.